Event description:
Patient reported experiencing elevated blood glucose levels for 2 weeks. Patient stated her blood glucose level went up to 26 mmol/l (468 mg/dl), took correction via pen and the infusion device and increased basal rate up to 130%. Patient's normal blood glucose level was not provided. Patient reported she thinks the infusion device delivers too low insulin. Patient stated the infusion device often triggered an e4 (occlusion) error message. Patient reported that on (B)(6) 2013 around 1 pm her blood glucose level was 16 mmol/l (288 mg/dl). Patient stated she went to her diabetes specialist and talked regarding the elevated blood glucose values. Patient reported she received no medical or other treatment by the diabetes specialist. Patient discarded the accessories. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the products meet the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. History list: in the complete event history there are only two e4. No unusually events could be observed on the event history of the pump. Adapter/ battery cover: the adapter passed the optical inspection. The battery cover passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. No lot number is known therefore, no retain sample could be investigated. Infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. The problem mentioned by the customer could not be reproduced.